Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008 [date assigned]: (B)(6) hospital. [Illegible signature]. Emergency room visit. Abdominal pain, vomiting. Started vomiting 4 am, 5-6 bright red blood. Past history: diabetes, pancreatitis, ventral hernia. Wbc 15.29. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Addendum. Physical exam: abdomen; large midline surgical scar with small ulceration on lower abdomen. Diffusely tender worst in epigastric area with no rebound, guarding. (B)(6) 2008: (B)(6) hospital. Lab. Blood culture: no growth after 5 days. (B)(6) 2008: (B)(6) hospital. [Illegible signature]. Progress notes. Abdomen: large midline scar with 2 cm small open area above umbilicus, diffuse abdominal pain worse in epigastrium. Anion gap acidosis. Pancreatitis, likely secondary to intraabdominal process. Doubt secondary to etohism [alcoholism]. (B)(6) 2008: (B)(6) hospital. (B)(6), md. (B)(6), md. Consultation-surgery. Reason: abdominal pain, nausea, vomiting. History of previous laparotomy with cholecystectomy and appendectomy as well as note of pancreatitis later complicated by ventral hernia. Repaired by dr. (B)(6) approximately one year ago laparoscopically. Now presents with increasing nausea, vomiting and abdominal pain for last two to three days. Pain is described as diffuse but worse in epigastrium and radiating to back. Nausea and vomiting with any p.o. [By mouth] intake as well as blood-tinged emesis for last 24 hours. No signs of obstruction. Abdomen: soft but diffusely tender, worse in epigastrium. Easily reducible ventral hernia with mild tenderness, small midline wound with small area of ulceration, clean and without signs of infection. No significant erythema or signs of infection across abdomen. White blood cell count on admission 15,000. CT scan shows abdominal wall seroma, stable and without signs of abscess, acute pancreatitis, no signs of bowel obstruction. Assessment and plan: acute pancreatitis, diabetic ketoacidosis. Will be admitted. Recommend keeping npo [nothing by mouth], working pancreatitis, possibly including gi consult. On schedule to have ventral hernia repair by dr. Tanner in two days. Given pancreatitis and diabetic ketoacidosis will be put off until he is stabilized. (B)(6) 2008: (B)(6) hospital. (B)(6), [illegible]. Progress notes. Wound [illegible]. Small open area on abdomen, approximately 2.5 cm diameter. Dry, crusted. Noted possible surgery per chart. Will defer at this time, can continue with dry dressing if drainage but if going to or does not need other treatment at this time. (B)(6) 2008: (B)(6) hospital. (B)(6). Progress notes [handwritten]. Admitted with dka [diabetic ketoacidosis] and pancreatitis. Recent incisional hernia post laparoscopic repair. Not obstructed at this point and will need elective repair as outpatient. Recommend silvadene to abdominal wound. (B)(6) 2008: (B)(6) hospital. [Illegible signature]. Progress notes. Will schedule for hernia repair once medical issues resolved. (B)(6) 2008: (B)(6). Perioperative record. Implants: 1) manufacturer: genzyme. Implant name: separa film. Size: 3¿x5¿. 2) manufacturer: ethicon. Implant name: woven mesh. Size 12 x 12¿. (B)(6) 2008: (B)(6) hospital. Lab. Anaerobic culture. Specimen/source: fluid/abdomen. No anaerobes isolated. Specimen/source: tissue/abdomen. No anaerobes isolated. (B)(6) 2008: (B)(6) hospital. Lab. Wound culture. Specimen/source: fluid/abdomen. Smear: no wbcs seen, no organisms seen. Cult res: no growth after 48 hours. Specimen/source: tissue/abdomen. Smear: no wbcs seen, no organisms seen. Cult res: no growth after 48 hours. (B)(6) 2008: (B)(6) hospital. Lab. Wbc 15.38 h (4.10-10.8). (B)(6) 2008: (B)(6) hospital. Lab. Wbc 12.84 h (4.10-10.8). (B)(6) 2008: (B)(6) hospital. Lab. Wbc 13.31 h (4.10-10.8). (B)(6) 2008: (B)(6) hospital. (B)(6), md; (B)(6), md. Discharge summary. Diagnosis: ventral hernia. Operation performed: laparoscopic converted to open ventral hernia repair. History: multiple ventral hernia repairs in past. Had mesh removal and placement of mesh after this. Has had recurrence of hernia, was brought for treatment. We started laparoscopically, however, noted a pocket of turbid fluid that came out from underneath the mesh and large cavity in this area consistent with an abscess under the mesh. We decided to convert to open and take out all the mesh. Sent the cultures with fluid, these were all negative. Has been on IV antibiotics during hospital course. White blood cell count is within normal limits. Placed a vicryl mesh and he understands that he will get a recurrent hernia and will need to have repair done in future to take care of hernia problem permanently. Tolerating regular diet, having bowel movements, afebrile. Has two jackson-pratt drains in subcutaneous area these will stay and will be taken out in clinic. They have only been putting out less than 30 cubic centimeters of serosanguineous fluid daily. Will be sent home on bactrim and levaquin for a week. No heavy lifting over 10 pounds for six weeks. No strenuous activity. Follow up with dr. (B)(6). (B)(6) 2008: (B)(6) hospital. [Illegible signature]. History & physical. Multiple ventral hernia repairs with last on (B)(6) 2008. Doing well since discharge until saturday when he began having fevers to 103, incisional abdominal pain, nausea/vomiting. Has vicryl mesh in place. Smoker, 1 pack/day. 100.4 [temperature]. Abdomen soft, healed midline incision with staples. 2 jackson pratt drains with purulent drainage. 10 cm area cellulitis around drains. CT: soft tissue straining ¿ cellulitis. No intraabdominal/mesh fluid collection. Abdominal wall infection. IV fluid, IV antibiotics, pain control, antiemetics. (B)(6) 2008: (B)(6). (B)(6), md; (B)(6), md. Emergency room visit. Abdominal pain and fever. Started yesterday, still present. Nausea, loss of appetite. Has had fever 103 f. Skin rash consisting of ¿redness¿ located on abdomen. Medications: aspirin, novolin n, novolog. Social history: nonsmoker. Exam: abdomen; soft, incision with staples. Two jackson pratt drains left lower quadrant, right lower quadrant. Right lower quadrant drain with erythema induration. Consult obtained. (B)(6) 2008: (B)(6) hospital. Lab. 0106: wbc 25.18 h (4.1-10.8). 1634: wbc 18.99 h (4.1-10.8). (B)(6) 2008: (B)(6) hospital. Lab. Blood culture: no growth after 5 days. (B)(6) 2008: (B)(6) hospital. Richard goldwin; sabrina talbott. Radiology ¿ CT abdomen/pelvis. Thickening, including a small pocket of fluid along the left aspect of the ventral hernia repair. Small ventral hernia containing small bowel to the right of the hernia repair site. Impression: no acute abnormality in the pelvis. Abdomen impression: postoperative changes from recent ventral hernia repair with adjacent inflammatory changes and skin thickening, (B)(6) 2008: (B)(6) hospital. (B)(6), md. Progress notes. Known to me from recent mesh removal. Was doing well last tuesday in my office. Developed some fevers and erythema of abdominal wall with change in nature of jackson pratt output. Assessment/plan: late wound infection. Patient did not take one of his antibiotics that I prescribed as directed. Appears to have wound infection with no abscess. Place on antibiotics and rehydrate. (B)(6) 2008: (B)(6) hospital. Lab. Wbc 15.94 h (4.1-10.8). (B)(6) 2008: (B)(6) hospital. Lab. Fluid culture. Specimen/source: drainage/abdomen. Smear (final): 4+ wbc¿s (>25 wbc/lpf). 4+ (>30/oif), gram positive cocci in pairs, intracellular. 3+ (6-30/oif), gram positive cocci in clusters, intracellular. 3+ (6-30/oif), gram-negative rods, intracellular. Organism (final): 2+ staphylococcus aureus. Organism (final): 2+ pseudomonas luteola (formerly chryseomonas luteola). (B)(6) 2008: (B)(6) hospital. Lab. Wbc 21.75 h (4.10-10.8). (B)(6) 2009: (B)(6). (B)(6), md; (B)(6), md. Emergency room visit. Abdominal pain started 2 days ago. Located in periumbilical area. Hernia repair 3 yrs ago, additional surg in november. Had similar symptoms twice previously. (Said had abd wall infection). Has had chills. Abdomen: large ventral verical [sic] scar, around left side of scar has surrounding erythema and warmth, firmness below this. Wbc 16.19 (4.10-10.8). Tender over area of cellulitis. Instructed on need to return for any worsening [sic] of symptoms or if vomiting etc. No strangulated/incarcerated hernia present. Patient demanding fluconazole daily to go along with antibiotics says gets terrible yeast infections if he does not. Said he would not take antibiotics without it. Impression: cellulitis of abdomen. Prescription: trimethoprim-sulfamethoxazole ds, diflucan, keflex. Follow up: surgery clinic. (B)(6) 2009: (B)(6) hospital. (B)(6), md; (B)(6). Radiology- CT abdomen/pelvis. Exam reason: erythema edema old hernia site. Comparison: (B)(6) 2008. Impression: resolution of previously described anterior abdominal wall fluid collection. There is increased subcutaneous soft tissue inflammatory stranding in region of new fatty containing ventral hernia, just to right of midline and superior to previously noted small bowel herniation. Small bowel herniation stable, no evidence for obstruction. Focal low attenuation lesion in left hepatic lobe, may represent focal fat versus cyst or hemangioma. Unremarkable CT examination of pelvis. (B)(6) 2009: (B)(6) hospital. Lab. Blood culture: no growth after 5 days. (B)(6) 2010: (B)(6) hospital. (B)(6), md; (B)(6) md. Radiology- CT abdomen/pelvis. Indication: ventral hernia. Findings abdomen: there has been prior ventral hernia repair with recurrent herniation that has increased since the prior exam. There are now multiple loops of small and large bowel extending into the hernia without evidence for bowel obstruction or strangulation. Largest transverse dimension of the hernia at the level of l5 measures approximately 30 cm. The hernia extends for approximately 22 cm in craniocaudal dimension. No free fluid or adenopathy is identified. The inflammatory changes in the subcutaneous fat have resolved compared with (B)(6) 2009. No new or worrisome osseous abnormalities are identified. Impression: status post ventral hernia repair with recurrent hernia which has increased since the prior study. The ventral hernia contains multiple loops of nonobstructing small and large bowel. Dimensions of the hernia are as described. Pelvis impression: no acute abnormality in pelvis. (B)(6) 2010: (B)(6) hospital. Implant sticker. Parietex¿. Tyco healthcare. Parietex composite mesh. (B)(6) 2010: (B)(6) hospital. Lab. Wbc 13.2 h (4.10-10.8). (B)(6) 2010: (B)(6) hospital. (B)(6), md. (B)(6), md. Radiology- CT abdomen/pelvis. Exam reason: fever, status post ventral hernia repair. Abdomen findings: there has been interim increase in retroperitoneal lymphadenopathy which is most likely reactive; no enlarged lymph nodes by CT criteria are identified. There has been interim surgical closing of the rectus diastases with stranding seen in the subcutaneous tissues and fat. A loculated fluid collection is located just posterior to the hernia site with small foci of air and a thin rim of enhancement measuring 11.7 cm transversely x 3 cm ap x 8.2 cm craniocaudally is consistent with an abscess. The drainage catheter is seen anteriorly, however its tip does not terminate within the fluid collection. Two additional drainage catheters are seen on the right and left which terminates in subcutaneous tissues. The adjacent small bowel is minimally thickened with a small amount of wall enhancement, which is likely reactive. A small amount of free fluid is noted in the left paracolic gutter consistent with recent surgery. Impression: surgical changes from ventral hernia repair with subsequent formation of a rim-enhancing fluid collection consistent with an abscess; none of the 3 drainage catheters terminate within this fluid collection as mentioned above. Subcentimeter retroperitoneal lymphadenopathy, small bowel wall thickening and minimal enhancement, and a small amount of free fluid are likely due to recent surgery. Fatty infiltration of the liver. Pelvis findings: there is a second loculated fluid collection in the left upper pelvis which measures 5.7 cm x 3.3 cm without an enhancing rim, consistent with postoperative fluid collection. Impression: loculated fluid collection in left upper pelvis does not have enhancing rim and most likely secondary to recent surgery. (B)(6) 2010: (B)(6) hospital. Lab. Wbc 15.5 h (4.10-10.80). (B)(6) 2010: (B)(6) hospital. (B)(6); (B)(6), md. Procedure report. CT- guided drainage catheter placement. Indication: recently postoperative ventral hernia repair with mesh, with a moderate sized fluid collection in the anterior abdomen just deep to the mesh repair. Medications: fentanyl, versed and local lidocaine. Complications: no immediate. Procedure in details: ¿after the risk and benefits of the procedure were explained, informed consent was obtained. Patient was brought to the CT room. Patient was placed on the CT gantry in the supine positon. Preprocedural scout CT images of the pelvis were obtained. An appropriate approach was chosen in the mid abdomen just to the right of midline. The overlying skin was cleaned, prepped and draped in the usual sterile manner. Skin and tract were anesthetized utilizing 1% local lidocaine. Under CT guidance a 17-gauge coaxial needle was advanced into pelvic collection. An [sic] 035 guidewire was advanced through the needle, and the needle removed over the wire. Soft tissue dilatation to 10 french was performed over the guidewire, and a 10 french locking loop all-purpose drainage catheter was subsequently advanced into the collection. The loop was formed and the catheter secured to the skin. The catheter was connected to the drainage bag, with immediate return of purulent material. The patient tolerated the procedure well, and there were no immediate complications. Dr. Pirrone was present for the entire procedure, as was nursing.¿ findings: following the procedure there is a 10 french pigtail catheter within the collection in the anterior abdomen. Impression: successful placement of a 10 french drainage catheter into abdominal wall collection. Catheter should be kept to a gravity drainage bag. Catheter should be flushed daily with 5cc of normal saline. Consider CT scan in 5 to 7 days to evaluate collection prior to catheter removal. I dr. Stephen pirrone, the attending /teaching physician, has personally reviewed, discussed, and supervised this radiological examination with the resident and this report reflects my agreement. (B)(6) 2010: (B)(6) hospital. Lab. Fluid culture. Specimen/source: drainage/abdomen. Smear (final): no organisms seen. Wbc¿s seen. Organism (final): 2+ staphlylococcus aureus. Organism (final): 2+ stenotrophomonas maltophilia (xanthomonas). (B)(6) 2010: (B)(6). (B)(6), md. Emergency room visit. Abdominal pain. Started 2 weeks ago and is still present. Has been constant. Located in periumbilical area and in lower abdomen. Described as severe. Nausea, vomiting and diarrhea. Reports lower abdominal pain, redness, distension which has been progressive for last two weeks. Abdominal drain removed 2 weeks ago. Evaluated one week ago at an ed and placed on bactrim. Symptoms worsened. Measured temperature of 103f. Abdomen: moderate tenderness in periumbilical area and suprapubic area, guarding present. No rebound tenderness. Distention with tenderness to palpation. Lower abdomen is cellulitic, warm, erythematous. Wbc 15.7 (4.1-10.8). Admitted to trauma, surgical site infection present on admission. Impression: abdominal pain, cellulitis of abdomen, postoperative fluid collection in abdomen. (B)(6) 2010: (B)(6) hospital. Lab. Wbc 15.7 high (4.10-10.8]. (B)(6) 2010: (B)(6) hospital. (B)(6), md. Radiology- CT abdomen/pelvis. Exam reason: abdominal distention. Findings abdomen: there is a large 30 x 10 cm fluid collection within the subcutaneous fat over the ventral abdomen. Multiple foci of gas are seen distributed throughout this fluid collection. Note that gas is suspended in the fluid suggesting that the fluid is viscous. This collection has a moderate thickness enhancing wall and is consistent with an abscess. The rectus abdominis muscles are indistinct with adjacent stranding. A small abscess which was seen deep to the rectus abdominis muscles on the prior exam is no longer seen. Note that several loops of small bowel are closely approximated to the anterior abdominal wall. Cannot exclude effusions. Impression: large abscess in ventral subcutaneous containing thick viscus [sic] material. Near-complete resolution of previously shown intra-abdominal abscess. Several loops of small bowel are closely approximated to the ventral abdominal wall. Cannot exclude adhesions. No evidence of obstruction. Unremarkable pelvis. (B)(6) 2010: (B)(6) hospital. Lab. Wound culture. Specimen/source: abscess/abdomen. Smear (final): 3+ wbc¿s ¿ 4+ wbc¿s (10-25 wbc/lpf). No organisms seen. Organism (final): 1+ beta hemolytic streptococcus group b. (B)(6) 2010: (B)(6) hospital. Lab. Anaerobic cx [culture]. Specimen/source: abscess/abdomen. Smear (final): 4+ wbc¿s (>25 wbc/lpf). No organisms seen. Cult res (final): no anaerobes isolated. (B)(6) 2010: (B)(6) hospital. Lab. Blood culture. Cult res (final): no growth after 5 days. (B)(6) 2010: (B)(6) hospital. [Signature illegible]. History & physical. Infected mesh status post ventral hernia repair with component separation [illegible handwriting]. Hernia repaired by dr. (B)(6) developed post-operative infected mesh removed by dr. (B)(6) in 2008. When absorbable mesh placed. Seen in election clinic taken to operating room on (B)(6) 2010[date discrepancy, records indicate (B)(6) 2010] 30 x 20 cm parietex mesh placed. On (B)(6) 2010 readmitted with infected fluid around mesh, culture given mssa [methicillin-sensitive staphylococcus aureus] and [illegible] 2 drains placed ¿ last removed in clinic 3 weeks ago. Now back with fever, positive leukocytosis, and fluid with gas bubbles above mesh on CT scan. Fever/chills/abdominal swelling. Exam: abdomen with erythematous [illegible] to umbilicus, large amount of fluid, tender to palpation. Admit to med surg. Continue antibiotics. (B)(6) 2010: (B)(6) hospital. [Illegible signature]. Consultation. Status post ventral hernia repair with wound infection. Multiple abdominal surgeries since 2008; hernia, ex-lap with chole/appy [cholecystectomy/appendectomy], mesh placement ¿ complicated with mesh. Now with persistent abdominal pain/right arm pain [illegible] pain. Epidural placed 8/27. [Illegible]. (B)(6) 2010: (B)(6) hospital. Anesthesia record. Procedure: excision of infected mesh, stratice repair of ventral hernia. Surg. Attdg: kendy. (B)(6) 2010: (B)(6) hospital. Preop checklist. Surgeon: kendy. Scheduled procedure: excision of mesh with exploratory lap and possible placement of new mesh and all other associated procedures. (B)(6) 2010: (B)(6) hospital. Post-operative progress note. Diagnosis: infected wound on abdomen. Procedure: excisional debridement and wash out of abdominal wound. Attending surgeon: (B)(6). Assistants: (B)(6). Estimated blood loss: 40 cc. (B)(6) 2010: (B)(6) hospital. Post anesthesia care unit record. Anesthetic class: 3. (B)(6) 2010: (B)(6) hospital. Lab. Tissue culture. Smear (final) 1+ wbc¿s (<1wbc/lpf): no organisms seen. This specimen is grossly bloody and presence of low numbers of wbc¿s may be normal and not indicative of infection. Organism (final): >10 to the 5th cfu/g tissue acinetobacter baumannii/haemolyticus. (B)(6) 2010: (B)(6). (B)(6), md. (B)(6), md. Emergency room visit. Abdominal pain started 1 week ago, still present and worsening. History of hernia repair complicated by cellulitis post op. Released from hospital friday. Complains of anxiety and inadequate pain control. Physical exam: abdomen; tenderness diffusely, large, deep ventral wound, clean, no signs of infection. Progress: seen and evaluated by elective surgery. Will see in clinic in one week. Discharged. Clinic. Impression: deep healing wound to abdominal wall. Incision and drainage of abdomen assessed. (B)(6) 2011: (B)(6). Matthew nally, medical student. (B)(6), md. (B)(6), md. Emergency room visit. Abdominal pain. Started 2 months, still present, constant, in right abdomen. Has had nausea, diarrhea. Right abdomen burning, left abdomen numb for couple of months. Had hernia repair in (B)(6) 2010, done at (B)(6). Has not followed up with his surgery. Weight 119.7 kg, bmi: 34.8. Abdomen: mild tenderness in right side of abdomen. Has open granulating 3 cm wound in abdomen. No sign/symptom of infection. Impression: abdominal pain. Disposition: discharged. Instructions: take lortab for pain. Follow up with primary care provider, with surgery for wound check. Change wet to dry dressings twice daily. (B)(6) 2011: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Reason: pain. Impression: no acute abnormalities in abdomen or pelvis. Resolution of abscess or fluid collection in ventral abdominal wall since prior exam (B)(6) 2010. (B)(6) 2011: (B)(6). Lab. Wound culture. Specimen/source: swab/abdomen. Smear (final): no organisms seen. No wbcs seen. Organism (final): 2+ staphylococcus aureus. (B)(6) 2011: (B)(6). Discharge instructions. Emergency department. Evaluated by (B)(6), md for: abdominal pain. Prescription: lortab. Follow-up: general surgery clinic. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1695) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoking; former smoker, quit in 2006; ¿one pack/day, long term¿ gastroesophageal reflux disease [gerd]; 2006: motor vehicle accident; 2008: ¿he was involved in another motor vehicle accident and began having ¿abdominal problems¿ in 2006; illicit drug use; (B)(6) 2008: toxicology screen positive for marijuana and opiates; (B)(6) 2010: ¿positive for cannabinoids¿; (B)(6) 2016: ¿marijuana use, last july¿; alcohol abuse; (B)(6) 2008: ¿has previous alcohol hx but quite [sic] greater than 12 years ago. 6-7-year period he did drink heavily.¿; diabetes mellitus; (B)(6) 2007: metformin; (B)(6) 2008: ¿his treatment has been delayed by exacerbations of his diabetes.¿; (B)(6) 2008: insulin; (B)(6) 2010: poorly controlled diabetes; obesity; (B)(6) 2007: 267 lbs., bmi 35.2; ¿abdomen very large.¿ ¿have asked him to lose weight. Pt agrees to do this.¿; (B)(6) 2008: 264 lbs., bmi 34.8; (B)(6) 2008: 280 lbs., bmi 36.9; sleep apnea. Surgical procedures: (B)(6) 2006: exploratory laparotomy for pancreatitis, cholecystectomy, appendectomy (B)(6) 2007: laparoscopic ventral hernia repair with 21 x 30 cm dualmesh plus. Extensive adhesiolysis. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2008: laparoscopy with extensive lysis of adhesions, conversion to open laparotomy, excision of infected mesh, and abdominal wash-out. Implant: vicryl mesh. Implant preoperative complaints: (B)(6) 2007: ¿this starts in (B)(6) 2006, where he underwent an open cholecystectomy w/ ioc [intraoperative cholangiogram], as well as open appendectomy for presumed acute pancreatitis. Returned 03/09/06 w/ bleeding from wound and subsequently taken to operating room and had a retained hematoma and fascial dehiscence. Pt [patient] was washed out and underwent closure w/ retention sutures. Subsequently, had retention sutures removed and now has developed a ventral hernia. Chronic pain from ventral hernia radiating to back. Has been undergoing dressing changes to open wound which is on the skin overlying his ventral hernia.¿ ¿wt [weight] 267 lbs. Abdomen very large, 12 x 12 cm, ventral hernia defect w/ overlying skin ulceration, no evidence of any infection. Hernia reducible. Tender. Had a lot of dense adhesions.¿ (B)(6) 2007: ¿underwent a previous open cholecystectomy and an appendectomy. The patient subsequently developed a large fascial dehiscence and now presents with a large ventral hernia with an overlying skin ulceration.¿ implant procedure: laparoscopic ventral hernia repair with 21 x 30 cm dualmesh plus. Extensive adhesiolysis. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/04541603, 26 cm x 34 cm x 1mm thick, oval] [*wound class not provided.] Implant date: (B)(6) 2007 [hospitalization (B)(6) 2007]: description of hernia being treated: ¿we started by making a lateral incision in the left lateral abdominal wall, a 10 mm incision, with a #15 bladed knife, inserting an optiview port and gaining access to the abdominal cavity. We then saw no evidence of any injury and a good pneumoperitoneum was obtained. We then looked around the rest of the abdominal cavity, saw he has extensive adhesions and some colon up into his hernia sac, but there was no other pathology. We then placed another 5 mm port under direct vision on the left-hand side and then two 5 mm ports were placed under direct vision in the right abdominal wall. We then started taking down adhesions using both blunt as well as harmonic scalpel dissection where appropriate. We were careful not to make any enterotomies and there were no injuries to any of the pieces of colon that were up in his hernia sac. This adhesiolysis took the better part of 3 hours of the operation. After this was performed, we removed all the contents of the hernia sac. We had freed up the edge of the fascial defect. We then took down some of the peritoneum down in the pelvis to free up a space to be able to have good mesh overlap. After this was performed, we then measured out the size of the defect after sounding out the fascial edges with a 22-gauge spinal needle. After we measured out the defect on the abdominal wall, we then obtained a 4 cm border around this. This area was measured and found to be 21 x 30 cm.¿ implant size and fixation: ¿we then used a piece of dualmesh plus, a 26 x 34 cm piece of dualmesh plus, and it was cut to fit. We then placed sutures of #0 gore-tex that were places through the mesh; 13 of these were placed, and then tied down. The tails were then folded into the mesh. The mesh was rolled then pulled into the abdominal cavity through the 12 mm port site. Under direct visualization, we then spread out the mesh and then made stab incisions on the abdominal wall for our transfascial sutures. We then used a cater-tomlinson [sic] suture grabber, passing it through the fascia and grasping one edge of the stitch, pulling it through, and then using the same technique to pull out the other end of the suture. After this was performed circumferentially, we then released our pneumoperitoneum and then tied these sutures down. We then re-obtained pneumoperitoneum and saw that we had good overlap and no asymmetric fixation of our mesh. After that was performed, there was a little bit of redundancy at the inferior portion of the mesh down towards the pubis symphysis and we placed two more sutures of #0 gore-tex suture placed transfascially to tack the mesh up. After this was performed, we then used a 5 mm protacker to place rows of tacks approximately a centimeter apart along the edge of the mesh. We used 3 tackers to perform this. After this was performed, we then looked at our mesh. It appeared nice and taut. There was no evidence of any laxity and appeared well-approximated to the fascia. We then once again looked at the bowel that we had dissected and saw no evidence of any bleeding. I saw no evidence of any stool or bile that might have indicated an enterotomy.¿ (B)(6) 2007: discharge instructions: ¿activity: resume normal, as tolerated. No lifting greater than 10 pounds for 4 weeks.¿ relevant medical information: (B)(6) 2008 - (B)(6) 2008: inpatient hospitalization. (B)(6) 2008: CT abdomen/pelvis: ¿inflammation centered around the pancreatic head and uncinate process suggests acute pancreatitis and less likely represents duodenitis. Large fluid collection adjacent to ventral abdominal wall mesh. Ventral hernias are observed on either side of this fluid collection.¿ (B)(6) 2008: emergency room: ¿abdomen; large midline surgical scar with small ulceration on lower abdomen. Diffusely tender worst in epigastric area with no rebound, guarding.¿ (B)(6) 2008: ¿abdomen: large midline scar with 2 cm small open area above umbilicus, diffuse abdominal pain worse in epigastrium. Anion gap acidosis. Pancreatitis, likely secondary to intraabdominal process. Doubt secondary to etohism [alcoholism].¿ (B)(6) 2008: ¿no signs of obstruction. Abdomen: soft but diffusely tender, worse in epigastrium. Easily reducible ventral hernia with mild tenderness, small midline wound with small area of ulceration, clean and without signs of infection. No significant erythema or signs of infection across abdomen. White blood cell count on admission 15,000. CT scan shows abdominal wall seroma, stable and without signs of abscess, acute pancreatitis, no signs of bowel obstruction.¿ (B)(6) 2008: ¿wound [illegible]. Small open area on abdomen, approximately 2.5 cm diameter. Dry, crusted. Noted possible surgery per chart. Will defer at this time, can continue with dry dressing if drainage but if going to or does not need other treatment at this time.¿ (B)(6) 2008: ¿will schedule for hernia repair once medical issues resolved.¿ (B)(6) 2008: discharge summary: ¿presented to university of louisville hospital d/t increasing abdominal pain for past two months. Pain acutely worsened. Had some nausea w/ emesis. Has epigastric pain. Has previous alcohol hx but quite [sic] greater than 12 years ago. 6-7-year period he did drink heavily. Multiple wound dehiscence from previous surgery and currently followed for ventral wall hernia.¿ ¿abdominal x-ray had a questionable abdominal abscess what was nonobstructive.¿ ¿for abdominal wall hernia, discussed surgery now versus later w/ the pt and he elected to do surgery after visiting w/ dr. T in 2 weeks.¿ explant preoperative complaints: (B)(6) 2008: ¿(B)(6) ¿ ventral hernia repair w/ mesh, pt was scheduled for surgery (B)(6) 2008, but cancelled d/t [due to] fever, hyperglycemia. Ventral abdominal hernia, circular open wound measuring 1 cm diameter mid abdomen.¿ (B)(6) 2008: ¿had a previous open appendectomy and cholecystectomy. Subsequently, he had a wound infection and developed a midline incisional hernia. He underwent laparoscopic repair by me, a little over a year ago. The patient subsequently has been noted to have a recurrence of his hernia. His treatment has been delayed by exacerbations of his diabetes. He has now been treated by his primary care doctor and has good control of his glucose levels. At this time, he has been consented for laparoscopic repair of his incisional hernia as well as the need to convert to open operation.¿ explant procedure: laparoscopy with extensive lysis of adhesions, conversion to open laparotomy, excision of infected mesh, and abdominal wash-out. Implant: vicryl mesh. Explant date: (B)(6) 2008 [hospitalization (B)(6) 2008]: ¿the abdominal cavity was accessed through a 12-millimeter optiview port in the left mid clavicular line. We then saw that he had extensive adhesions, intra-abdominally. I then placed a 5 millimeter port in the upper left quadrant. After I freed up some of the adhesions, I was able to place another 5-millimeter port in the left lower quadrant as well as an additional 5 millimeter port in the upper midline. We then began taking down the adhesions. They were very dense and tenacious. Eventually, we were able to free off the right side of the mesh, where it appeared the mesh had pulled away from the abdominal wall and he had a recurrence of his hernia. We were nearly finished with our adhesiolysis, which took over one hour, when we noted that there was bulging of the fibrinous peel on top of the mesh. We then incised through this and were greeted with approximately 200 cubic centimeters of purulent-appearing material. At this point, I could see on the other side of the peel that the mesh was involved with this and it appeared that he had a mesh infection. A decision was made at this time to convert to an open laparotomy. We then desufflated all of the c02 and then made a midline incision, excising his redundant skin. We then began taking out the mesh, which appeared to be grossly infected. Cultures were sent of the fluid and the mesh was taken down by removing his previous spinal [sic] tacks as well as gore-tex sutures. A piece of this was then handed off of the field as specimen, marked infected mesh. After this was performed, we then obtained good hemostasis, where appropriate, with bovie electrocautery. The abdominal cavity was washed out with two liters of warm normal saline and then two extra liters of bacitracin solution. I then ran the bowel, starting at the ligament of treitz. I saw no evidence of any intestinal injury. At this time, I felt it was unwise to place another piece of mesh, due to the infected nature of the abdominal wound. The decision was made to place a piece of vicryl mesh with the expectation that the patient would have a recurrence of a hernia at a later time that may be repaired, either open or laparoscopically. I then placed several sheets of seprafilm in the abdominal cavity. The omentum was then placed over top of the intestines and pulled down as far as I could towards the pelvis. I then imbricated a large piece of vicryl mesh with a #1 loop 0 pds suture. After this was performed, we then placed two round #19 jackson-pratt drains in the subcutaneous tissue and they were sutured to the skin with a 2-0 nylon.¿ (B)(6) 2008: microbiology: ¿fluid/abdomen. No anaerobes isolated. Specimen/source: tissue/abdomen. No anaerobes isolated.¿ (B)(6) 2008: ¿wound culture. Specimen/source: fluid/abdomen. Smear: no wbcs [white blood cells] seen, no organisms seen. Cult res [culture result]: no growth after 48 hours. Specimen/source: tissue/abdomen. Smear: no wbcs seen, no organisms seen. Cult res: no growth after 48 hours.¿ pathology records pertaining to the explanted gore device were not provided. (B)(6) 2008: discharge summary: ¿multiple ventral hernia repairs in past. Had mesh removal and placement of mesh after this. Has had recurrence of hernia, was brought for treatment. We started laparoscopically, however, noted a pocket of turbid fluid that came out from underneath the mesh and large cavity in this area consistent with an abscess under the mesh. We decided to convert to open and take out all the mesh. Sent the cultures with fluid, these were all negative. Has been on IV antibiotics during hospital course. White blood cell count is within normal limits. Placed a vicryl mesh and he understands that he will get a recurrent hernia and will need to have repair done in future to take care of hernia problem permanently. Tolerating regular diet, having bowel movements, afebrile. Has two jackson-pratt drains in subcutaneous area these will stay and will be taken out in clinic. They have only been putting out less than 30 cubic centimeters of serosanguineous fluid daily. Will be sent home on bactrim and levaquin for a week. No heavy lifting over 10 pounds for six weeks. No strenuous activity. Follow up.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: name: plus antimicrobial product coating. C1: manufacturer/compounder: w. L. Gore & associates, inc. C1: lot number: 04541603. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D6: corrected implant date. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/06: [missing records per office notes on 03/18/10 ¿multiple abdominal surgeries, including mesh placement¿ were not provided.] 01/08/07: USA [poor copy quality]. Benjamin tanner, md. Office notes. Cc: complicated ventral hernia. Hpi: this starts in feb. 2006, where he underwent an open cholecystectomy w/ ioc, as well as open appendectomy for presumed acute pancreatitis. Returned 03/09/06 w/ bleeding from wound and subsequently taken to operating room and had a retained hematoma and fascial dehiscence. Pt was washed out and underwent closure w/ retention sutures. Subsequently, had retention sutures removed and now has developed a ventral hernia. Chronic pain from ventral hernia radiating to back. Has been undergoing dressing changes to open wound which is on the skin overlying his ventral hernia. Pmh: diabetes. Social hx: was a smoker but quit after operation in feb. 2006. Meds: metformin. Ros: abdominal swelling/pain, nausea/vomiting. Exam: wt 267 lbs. Abdomen very large, 12 x 12 cm, ventral hernia defect w/ overlying skin ulceration, no evidence of any infection. Hernia reducible. Tender. Had a lot of dense adhesions. Impression/plan: large, complicated reducible ventral hernia. I explained to the pt what it would entail to fix this whether laparoscopically or open using a component separation technique. Explain to the pt he is at high risk for recurrence d/t his diabetes, as well as being overweight. I quoted him a 5-7% change of recurrence, either way w/ laparoscopic or w/ open ventral operation. Pt elects to proceed w/ repair. Obtain CT of abdomen and pelvis to delineate the borders of hernia. Have asked him to lose weight. Pt agrees to do this. Plan on seeing him in a month and will see how he is progressing w/ his weight loss and review CT scan and decide when to schedule his repair. [Possible missing records: records for ¿CT of abdomen and pelvis to delineate the borders of hernia¿ were not provided.] 02/21/07: jewish hospital. Benjamin tanner, md. Operative report. Preop diagnosis: ventral hernia. Postop diagnosis: large ventral hernia with extensive adhesions. Procedure: laparoscopic ventral hernia repair with 21 x 30 cm dualmesh plus. Extensive adhesiolysis. Complications: none. Condition: stable. Specimens: none. Indications: underwent a previous open cholecystectomy and an appendectomy. The patient subsequently developed a large fascial dehiscence and now presents with a large ventral hernia with an overlying skin ulceration. Informed consent was obtained in my private office. Please see those records for that. He was taken for laparoscopic repair. Description: ¿after informed consent, the patient was taken to the operating room and was placed in the supine position. After a timeout was performed where we ensured that we had the correct patient and the correct operation was being performed, we then administered general endotracheal anesthesia. We then prepped and draped the abdomen in a standard sterile fashion. We started by making a lateral incision in the left lateral abdominal wall, a 10 mm incision, with a #15 bladed knife, inserting an optiview port and gaining access to the abdominal cavity. We then saw no evidence of any injury and a good pneumoperitoneum was obtained. We then looked around the rest of the abdominal cavity, saw he has extensive adhesions and some colon up into his hernia sac, but there was no other pathology. We then placed another 5 mm port under direct vision on the left-hand side and then two 5 mm ports were placed under direct vision in the right abdominal wall. We then started taking down adhesions using both blunt as well as harmonic scalpel dissection where appropriate. We were careful not to make any enterotomies and there were no injuries to any of the pieces of colon that were up in his hernia sac. This adhesiolysis took the better part of 3 hours of the operation. After this was performed, we removed all the contents of the hernia sac. We had freed up the edge of the fascial defect. We then took down some of the peritoneum down in the pelvis to free up a space to be able to have good mesh overlap. After this was performed, we then measured out the size of the defect after sounding out the fascial edges with a 22-gauge spinal needle. After we measured out the defect on the abdominal wall, we then obtained a 4 cm border around this. This area was measured and found to be 21 x 30 cm. We then used a piece of dualmesh plus, a 26 x 34 cm piece of dualmesh plus, and it was cut to fit. We then placed sutures of #0 gore-tex that were places through the mesh; 13 of these were placed, and then tied down. The tails were then folded into the mesh. The mesh was rolled then pulled into the abdominal cavity through the 12 mm port site. Under direct visualization, we then spread out the mesh and then made stab incisions on the abdominal wall for our transfascial sutures. We then used a cater-tomlinson suture grabber, passing it through the fascia and grasping one edge of the stitch, pulling it through, and then using the same technique to pull out the other end of the suture. After this was performed circumferentially, we then released our pneumoperitoneum and then tied these sutures down. We then re-obtained pneumoperitoneum and saw that we had good overlap and no asymmetric fixation of our mesh. After that was performed, there was a little bit of redundancy at the inferior portion of the mesh down towards the pubis symphysis and we placed two more sutures of #0 gore-tex suture placed transfascially to tack the mesh up. After this was performed, we then used a 5 mm protacker to place rows of tacks approximately a centimeter apart along the edge of the mesh. We used 3 tackers to perform this. After this was performed, we then looked at our mesh. It appeared nice and taut. There was no evidence of any laxity and appeared well-approximated to the fascia. We then once again looked at the bowel that we had dissected and saw no evidence of any bleeding. I saw no evidence of any stool or bile that might have indicated an enterotomy. We then carefully removed out 5 mm ports under direct visualization and saw no evidence of any bleeding. We then removed out 10 mm port slowly, looking down the barrel of it with the 10 mm scope and saw no evidence of bleeding. We then released out pneumoperitoneum. All of the air was evacuated that could possibly be. The port sites were injected with 0.5% marcaine without epinephrine. The skin incisions were closed with 4-0 vicryl in running subcuticular fashion. Mastisol and steri-strips were applied to these as well as to the holes for our transfascial sutures. Band-aids were applied. All sponge, needle, and instrument counts correct x2 and the patient tolerated the procedure well.¿ 02/21/07: jewish hospital. Perioperative nursing record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 04541603. W.l. Gore & associates. Asa 3. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04541603) was implanted during the procedure. 02/21/07: jewish hospital. Jawed nasim, md. Consultation. Hpi: electively repair his ventral hernia w/ dacron mesh. Diabetes was fairly controlled but had ups and downs. Meds: metformin. Exam: abdomen dressed w/ binder. Wbc 12.3. Impression: s/p ventral hernia repair. Diabetes mellitus type 2. Obesity. Plan: while off metformin, checking accu-cheks q 6 hours providing w/ moderate dose sliding scale insulin coverage. Educate not to smoke. 05/20/08: university health. William mehard, md. Radiology ¿ CT abdomen/pelvis. Hx: mid abdominal pain. Findings: abdomen sections are obtained through the pelvic brim followed by pelvic sections through the pubic symphysis after oral contrast and 120 ml intravenous optiray 320. The lung bases are clear. Ventral hernia repair has been performed. A 5.4 cm x 14.0 cm x 19.0 cm fluid collection is interposed between the mesh and the parietal peritoneum. There are ventral hernias on other side of this fluid collection. On the left the hernia contains omentum. On the right the hernia sac contains non-obstructed small bowel. Hernias and fluid collection extend caudally to the level of the umbilicus. Impression: inflammation centered around the pancreatic head and uncinate process suggests acute pancreatitis and less likely represents duodenitis. Large fluid collection adjacent to ventral abdominal wall mesh. Ventral hernias are observed on either side of this fluid collection. 05/24/08: university hospital. Payal desai, md. Discharge summary. Admission dx: pancreatitis. D/c dx: familial hypertriglyceridemia, pancreatitis, anion gap acidosis, diabetes type 2. Hx of diabetes type 2 x2 years. Hpi: presented to university of louisville hospital d/t increasing abdominal pain for past two months. Pain acutely worsened. Had some nausea w/ emesis. Has epigastric pain. Has previous alcohol hx but quite greater than 12 years ago. 6-7-year period he did drink heavily. Multiple wound dehiscence from previous surgery and currently followed by dr. Tanner for ventral wall hernia. Diagnostics: abdominal x-ray had a questionable abdominal abscess what was nonobstructive. Psh: abdominal wall surgery x 3 and hyper-residual seroma from surgery. Meds: novolog, nph. Diagnostics: questionable abdominal abscess that was nonobstructive. Hospital course: primary concern was pts anion gap acidosis, pancreatitis. Thought to have diabetic ketoacidosis. Started on insulin drip and hydrated per diabetic ketoacidosis protocol. On the 23rd pt had reopening of anion gap w/ blood sugars in 200s as well as ketouria. Given this anion gap, felt this was inconsistent w/ pts anion gap simply being from diabetic ketoacidosis. Biochemist contacted to f/u. Pt noted to have pancreatitis. Pt thought to have secondary pancreatitis from his familial hypercholesterolemia. For abdominal wall hernia, discussed surgery now versus later w/ the pt and he elected to do surgery after visiting w/ dr. Tanner in 2 weeks. [Missing records: records for ¿abdominal x-ray¿ were not provided.] 11/12/08: university of louisville hospital. [Illegible]. History and physical. [Handwritten]: procedure: laparoscopic ventral hernia repair. Hpi: feb 07 ¿ ventral hernia repair w/ mesh, pt was scheduled for surgery 05/30/08, but cancelled d/t fever, hyperglycemia. Drug hx: marijuana. Meds: novolog, humulin. Exam: ventral abdominal hernia, circular open wound measuring 1 cm diameter mid abdomen. Plan: surgery for ventral hernia repair. 11/12/08: university hospital. Benjamin tanner, md; vedra augenstein, md. Operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incision hernia as well as extensive adhesions and also infected mesh. Procedure: laparoscopy with extensive lysis of adhesions, conversion to open laparotomy, excision of infected mesh, and abdominal wash-out. Specimens: fluid for gram stain, aerobic and anaerobic culture. Also, mesh for aerobic and anaerobic culture. Drains: two round #19 jackson pratt were placed in subcutaneous tissue. Complications: none. Indication: had a previous open appendectomy and cholecystectomy. Subsequently, he had a wound infection and developed a midline incisional hernia. He underwent laparoscopic repair by me, a little over a year ago. The patient subsequently has been noted to have a recurrence of his hernia. His treatment has been delayed by exacerbations of his diabetes. He has now been treated by his primary care doctor and has good control of his glucose levels. At this time, he has been consented for laparoscopic repair of his incisional hernia as well as the need to convert to open operation. He had given me consent prior to the procedure. Findings: infected seroma and infected mesh. Extensive adhesions. Procedure: ¿the patient was taken to the operating room and placed in the supine position. A time-out was then performed where we made sure we had the correct patient and the correct procedure being performed. Additionally, he was given prophylactic antibiotics. After anesthetic was administered, we then prepped and draped the abdominal wall in standard fashion, including the use of an iodine impregnated drape. The abdominal cavity was accessed through a 12-millimeter optiview port in the left mid clavicular line. We then saw that he had extensive adhesions, intra-abdominally. I then placed a 5 millimeter port in the upper left quadrant. After I freed up some of the adhesions, I was able to place another 5-millimeter port in the left lower quadrant as well as an additional 5 millimeter port in the upper midline. We then began taking down the adhesions. They were very dense and tenacious. Eventually, we were able to free off the right side of the mesh, where it appeared the mesh had pulled away from the abdominal wall and he had a recurrence of his hernia. We were nearly finished with our adhesiolysis, which took over one hour, when we noted that there was bulging of the fibrinous peel on top of the mesh. We then incised through this and were greeted with approximately 200 cubic centimeters of purulent-appearing material. At this point, I could see on the other side of the peel that the mesh was involved with this and it appeared that he had a mesh infection. A decision was made at this time to convert to an open laparotomy. We then desufflated all of the c02 and then made a midline incision, excising his redundant skin. We then began taking out the mesh, which appeared to be grossly infected. Cultures were sent of the fluid and the mesh was taken down by removing his previous spinal tacks as well as gore-tex sutures. A piece of this was then handed off of the field as specimen, marked infected mesh. After this was performed, we then obtained good hemostasis, where appropriate, with bovie electrocautery. The abdominal cavity was washed out with two liters of warm normal saline and then two extra liters of bacitracin solution. I then ran the bowel, starting at the ligament of treitz. I saw no evidence of any intestinal injury. At this time, I felt it was unwise to place another piece of mesh, due to the infected nature of the abdominal wound. The decision was made to place a piece of vicryl mesh with the expectation that the patient would have a recurrence of a hernia at a later time that may be repaired, either open or laparoscopically. I then placed several sheets of seprafilm in the abdominal cavity. The omentum was then placed over top of the intestines and pulled down as far as I could towards the pelvis. I then imbricated a large piece of vicryl mesh with a #1 loop 0 pds suture. After this was performed, we then placed two round #19 jackson-pratt drains in the subcutaneous tissue and they were sutured to the skin with a 2-0 nylon. I then re-approximated the deep dermis with 2-0 vicryl in simple interrupted fashion. Medium-sized staples were used to re-approximate the skin loosely. Next, the port sites were closed with medium-sized staples. At the end of the procedure, all needle, sponge, and instrument counts were reported to me as correct on two separate occasions and the patient tolerated the procedure well. The family was informed of the operative findings and the patient will be admitted postoperatively.¿ [missing records: records for a culture report detailing analysis of the specimens collected during the 11/12/08 procedure was not provided.] 12/01/08: university hospital. Richard goldwin; sabrina talbott. Radiology ¿ CT pelvis. Thickening, including a small pocket of fluid along the left aspect of the ventral hernia repair. Small ventral hernia containing small bowel to the right of the hernia repair site. Impression: no acute abnormality in the pelvis. 12/02/08. University of louisville hospital. [Illegible]. Progress notes. [Handwritten]: afebrile, feels better today. Abdomen; less tenderness, less erythema. Impression/plan: wound infection. Continue antibiotics. Wound culture appears to be contaminated. Abdominal binder to wear when ambulatory. 12/03/08: university hospital. Jonathan rey, md; gerald larson, md. Discharger summary. Dx: nausea, vomiting, fever, abdominal pain 2/2 multiple ventral hernia repairs. Hpi: s/p ventral hernia repairs 11/12/08, lap w/ insertion of mesh, doing well, some discharge, began having fevers up to 103 and also abdominal pain, nausea/vomiting. Has vicryl mesh in place. Pmh: obesity. Meds: novolog insulin, nph insulin. Ros: include abdominal pain, nausea, vomiting and fever. Temp 100.4. Exam: healed incisions w/ staples. Two jackson-pratt drains w/ some purulent discharge. 10-centimeter area of cellulitis around drains. Wbc 25.1. Glucose 191. Albumin 4.4. Hospital course: abdominal wall infection. Started IV fluids, antibiotics, pain control and anti-emetics. Diagnosed w/ dehydration, abdominal wound infection. Abdomen not distended and antibiotics continued 12/01/08-12/02/08. Switched to keflex po and d/c home on med. Cultures showed 4+ gram positive cocci in pairs, intracellular; 3+ gram-positive cocci in clusters, intracellular; 3+ gram negative rods, intracellular. Pt d/c home in fair condition w/ tube drains drainage clear fluid, amber colored very, very small amount. No heavy lifting. 12/18/08: u of l healthcare. Susan harley, rn; kim denzik, rn. Emergency department. Cc: abdominal surgical site-increased redness, warmth and swelling. Jp drain w/ purulent drainage. Onset 1 week ago, pain 10/10, has had fever. Reports muscle aches. Meds: novolog, humulin. Physical assessment: redness and warm noted to lower abdominal area, jp drain noted w/ purulent drainage. Moderate abdominal tenderness in periumbilical area, right and left lower quadrant and lower abdomen. Guarding present. Pt states d/c from hospital earlier this month for blood infection. 12/19/08: university hospital. James reed; tracy vanmeter. Radiology ¿ CT abdomen/pelvis. Indication: intra-abdominal abscess. Impression: fluid collection w/ in abdominal cavity adjacent to loops of small bowel at postop ventral hernia repair site demonstrates interval increase in size measuring 6.5 x 1.8 x 3.4 cm. Infected fluid collection cannot be excluded. 12/21/08: university hospital. Benjamin tranner, md; jason bowling, md. Discharge summary. Final dx: cellulitis. Hpi: underwent infected mesh excision. Closed at that operation w/ vicryl mesh and skin closed over a drain. Since that time, pt has had to come back to the hospital for recurrent abdominal wall cellulitis. Recently here, treated w/ antibiotics. Returns again w/ c/o increased abdominal pain, erythema on lower abdomen. In ER, found to have leukocytosis of 21,000. Started IV levaquin. White count decreased over 2 days. Was down to 12,000 yesterday and erythema has resolved. D/c home today. Continue recording j-p output. Activity as tolerated. Continued on pdf attachment - event 40927 medwatch h1011. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. - attachment: [event 40927 medwatch h1011.pdf]

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: jewish hospital. Betsy f [credentials ni]. Discharge instructions. Diet: diabetic diet. Activity: resume normal, as tolerated. No lifting greater than 10 pounds for 4 weeks. Ok to shower, no tub baths x 5 days. Meds: metformin. Follow up 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, removal, extensive adhesions, additional surgery. Additional event specific information was not provided.